Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they were unable to acquire either a 3-lead or a 12-lead ECG during transport. There was no negative pt impact.